Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. It is unknown if the patient anatomy met the criteria for indications for use. Endoleaks are a known risk of the procedure. No conclusion can be drawn.

Event description:
After successful deployment of a bifurcated device and a 28 mm aortic extension, an angiographic image revealed an intraoperative type iii at the junction of the bifurcated device and the aortic extension. The physician ballooned the junction to correct the endoleak; however, the ballooning did not completely resolve the type iii endoleak and a proximal type I endoleak was noted at that time. Two balloon expandable aortic stents were placed which resolved the type I and type iii endoleaks.